Event description:
It was reported that an infection occurred. The pump was explanted ¿about¿ thirty days after it was implanted due to the infection. It was noted the patient did not wish to ¿try again¿ after the pump was explanted. The device system had been used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information received reported the pump system was used to deliver lioresal. Preoperative antibiotics were administered. The onset of infection was ¿2008-(B)(6).¿ it was noted that the patient did not have meningitis. It was also noted that medical records were not ¿further available for 2008.¿